Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula requiring surgical intervention. No bwi product malfunctions nor immediate patient consequences were reported from the ablation procedure. Ablation to the posterior wall was performed at 30 watts with ablation index (ai) at 350. Post-procedure, esophageal fistula was discovered. The patient had to undergo surgery for fistula repair. Patient¿s vital signs were reported to be stable after operation. It is unknown if prolonged hospitalization was required. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.